Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. Digital intercommunication of medicine (dicom) images were reviewed as the archives did not contain registration. Multiple trace attempts were completed. Several attempts were initialized to the back or side of the head. After several trace attempts that initialized incorrectly, touch registration was completed. Many auto-detected fiducial points stored but were not used. Four anatomical landmark points were stored and matched to achieve 2 millimeters registration accuracy metric.

Event description:
A site representative reported that during cranial resection, to register a patient, multiple tracer and touch attempts were required. Site was able to get a successful registration. The procedure was completed with the use of navigation. There was a delay of 70 minutes. No known impact on patient outcome.

Manufacturer narrative:
Correction: part number, UDI & device manufacturing date is updated with the correct information.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.